Event description:
Procedure: lap gastric banding. According to the reporter: omentum was injured during insertion of the surgineedle. Surgineedle went into the omentum and caused a bleed. Delayed the case by 15min. Surgeon looked for source of bleeding to stop it. No tissue loss. No extension of the incision. No blood loss greater than 500cc. No device fragment fell into patient.

Manufacturer narrative:
(B)(4).